Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer loaded a new cartridge and was able to resume insulin therapy.